Event description:
It was reported that this right ventricular (rv) lead exhibited decreased pacing impedance measurements reaching out of range. Device data was sent to rhythmcare for review. Device data was sent to rhythmcare for review. Rhythmcare provided further troubleshooting options to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.